Manufacturer narrative:
The reported event occurred on a cobas 8000 core unit analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited as patient sample material could not be obtained due to restrictions on the shipment of hiv-related samples within china. Data was not provided for analysis, but the affiliate provided that the customer's qc recovery was normal. The root cause was attributed to a sample-specific discrepancy. The specificity of the elecsys hiv combi pt assay is less than 100%, and false reactive results may occur. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys hiv combi pt assay on a cobas 8000 core unit. The initial result was 80 coi (reactive). The sample was re-run on another instrument and generated a result of 84 coi (reactive). Additional testing of the same sample using enzyme-linked immunosorbent assay (elisa) and snibe assays both generated negative results.